Manufacturer narrative:
Additional narrative: this report is for an unknown bme device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Initial reporter is synthes sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date, due to arthrodesis foot. Patient had a reoperation due to talonavicular joint failed to heal with history also of diabetic neuropathy. No known post-operative complications reported. Patient outcome is unknown. No further information is available. This report is for one (1) unk ¿ bme device. This is report 1 of 1 for (B)(4).

Event description:
This report is for an unknown bone staple.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G4: date of awareness for initial report should be august 19, 2021.